Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting far-field oversensing of ventricular activity on the atrial channel and marking it as atrial tachy response episodes. The crt-d remains in service and no adverse patient effects were reported.